Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical product: comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 988500. Comprehensive reverse shoulder central screw, catalog#: 115395, lot#: 430530. Comprehensive shoulder mini humeral stem, catalog#: 113632, lot#: 430770. Comprehensive reverse shoulder fixed locking screw, catalog#: 180551, lot#: 225090. Comprehensive reverse shoulder glenosphere mini baseplate, catalog#: 010000589, lot#: 415160. Comprehensive reverse shoulder fixed locking screw, catalog#: 180552, lot#: 446170. Comprehensive reverse shoulder fixed locking screw, catalog#: 180551, lot#: 870060. Comprehensive reverse shoulder fixed locking screw, catalog#: 180550, lot#: 724660. Comprehensive reverse shoulder humeral bearing, catalog#: xl-115363, lot#: 355870. Multiple MDR repots were filled for this event: 0001825034-2017-06881, 06896, 06897, 06898, 06899, 08532, 08533, 08534, 08535, 08536. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left shoulder 2-stage revision due to infection. No further information has been provided.